Manufacturer narrative:
E1: patient city: (B)(6). Patient country: mexico.

Event description:
Reference number (B)(4). Event occurred in mexico it was reported that the patient faced insulin flow blocked alarm event on (B)(6) 2026 which led to hyperglycemia event. The blood glucose was high and was treated with manual injection. The blood glucose was high for 1-2 hours. No further information available.